Manufacturer narrative:
Device passed the displacement test. Device received with broken belt clip plate weld. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip ring of insulin pump was damage. Customer¿s blood glucose level was 134 mg/dl. The customer was assisted with troubleshooting. Customer stated that one of the clip rails got damage and completely broke up from the insulin pump. The device will be returned for analysis.